Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. The front panel bezel gasket was drooping approximately 1 inch over the center of the front panel overlay. A simulated treatment was performed and completed without any alarms occurring. The valve actuation test passed. The system air leak test passed. The teach pumps test passed.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that he noticed a burning electrical smell on his cycler during set up.